Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5186039. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
A voluntary MDR/medwatch report was received on 04/21/2026. It was reported that an alert/notification settings issue occurred. According to information received via the maude database, on 03/25/2026, the reporter stated that the patient¿s cgm device had a low glucose alert threshold set at 100 mg/dl; however, when the patient¿s glucose value reportedly dropped below this threshold, no audible alert was provided. The reporter indicated that the patient was subsequently found unconscious and incoherent. At that time, the cgm device reportedly displayed a glucose value of 40 mg/dl, and the dexcom mobile application did not alert the patient to the hypoglycemic condition. The report further stated that CPR was performed, and that the device required recalibration approximately four times. No information was provided regarding the treatment administered for hypoglycemia reversal or whether the patient sought or received evaluation or care from a higher level of medical care. The reporter expressed concern that the lack of an audible alarm resulted in delayed intervention and stated that the situation may have resulted in a fatal outcome. Due diligence was not attempted as the reporter's details were not able to be identified. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.